Manufacturer narrative:
A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A conclusion is not yet available as the investigation is still in progress. Upon completion of the investigation, a second supplemental report will be filed,¿ to conclusion statement.

Manufacturer narrative:
Investigation: one open 30g x 8mm autoshield duo sample was returned from lot. No. 6244663, cat. No. 329608. Activation testing was carried out on the returned sample and no issues were observed. No issues were observed on the returned sample therefore no root cause can be identified. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism failed during use on a bd autoshield duo safety pen needle. No injury or medical intervention.